Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 5. Reference MFR report #s: 1627487-2011-00123, 00124, 00125, and 00126. The patient was implanted with an scs system on (B)(6) 2010 consisting of an ipg, four percutaneous leads for peripheral nerve stimulation, and two lead extensions. It was reported that she was having difficulty communicating with the ipg via the programmer. In addition, the patient was said to be experiencing an uncomfortable sensation whenever her stimulation was functioning. Efforts to rectify the communication issue with the use of a replacement programmer and wand proved unsuccessful. On (B)(6) 2011, surgical intervention was undertaken to replace the pt's ipg. Her leads and extensions were also replaced at that time due to alleged migration. F/u on the patient found that she is recovering well and effective stimulation has been recaptured.